Event description:
The user facility reported a strong odor coming from the system 1e unit.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the unit and found it had experienced fill problem faults over five minutes. The technician further inspected the unit including check valves two and three and no issues were noted. The technician replaced prea&b filters and a bent aspirator probe ran a processing cycle and confirmed the unit to be operational. In a subsequent visit the technician replaced the maxpure filter, tested the unit and returned it to service; no further issues have been reported.

Event description:
User facility personnel stated that the odor was a paa smell which was noticed when the lid of the system 1e was opened. No injuries to hospital staff or patients were reported.